Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Alleged crack located in the right hip while walking. State of the patient: functional impotence.